Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not recognize when an electrode belt was connected, and the monitor would not power down. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor would not recognize when an electrode belt was connected to the monitor. The belt connector j1001 was found to be defective. Additionally, the monitor failed to shutdown. The cause for the shutdown failure was isolated to the pld and pxa chips (u1003 and u104, respectively). The root cause for the defective j1001, u1003, and u104 components could not be positively identified. The failure rates of all three components are well below the predicted failure rates. No adverse event occurred due to the defective monitor. The last pt to use this monitor did not report any problems.